Manufacturer narrative:
The company rep observed that the batteries installed in the iabp were the original batteries. The company rep replaced the batteries with provided by the customer. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt during transport, the iabp shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.